Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. System check was performed by tandem technical support and no issues were identified. Customer successfully resumed insulin deliveries. Customer¿s blood glucose level was 114-224 mg/dl.